Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 405 mg/dl at the time of incident. Customer stated that infusion set was the cause of high blood glucose event. Customer was treated with a manual shot and bolus. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.